Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor was missing an electrode. No additional information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula bent inside sensor base, unable to confirm if customer received sensor in said condition due to customer returned opened/used.